Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of not saving images correctly. The fse determined the cause of the problem to be the hard drive. The fse replaced the hard drive to resolve the issue. As a precaution the fse informed the biomed that he needed to address customer workflow of awaiting the save icon to disappear before taking another image. The fse verified system functionality. The partitioned serial ata hard-drive that contains both the threadx and linux operating systems, and also contains the system software, and patient data files. The hard drive holds software that is the patient data and software that organizes the patient files. Based on age of the system, manufactured in 2003, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.